Manufacturer narrative:
Correction: manufacturer report 2938836-2017-33165 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that during an attempt to interrogate the device, interrogation, retrieving data and printing diagnostics difficulties were noted. No further information available at this moment.